Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp extension set had air in line. This occurred during patient infusion of 20% fat emulsion intralipid. It was stated that the clearlink set was attached to a non-baxter set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.